Event description:
The device was applied during an unspecified procedure. Reportedly, the safety shield would not retract when applied to tissue. The surgeon applied another instrument to complete the procedure. No pt injury occurred.